Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that this lead displayed high/unstable thresholds, high impedance and no capture was observed. A lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.